Manufacturer narrative:
The exact event date was unknown; the previously reported date of (B)(6) 2014 was an approximation.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, per the patient, the pump alarm went off last year due to a low or empty reservoir. The pump had been off for over a year and he wanted it turned off permanently. The last time the patient saw the hcp (healthcare professional), the pump was updated and he did not know if it was programmed off entirely or if it was running at minimum rate mode. The pump had not alarmed since that update. The patient wanted someone to check his pump. The hcp that had managed his pump would no longer see him. The hcp would no longer seem him because he was prescribed oxycodone and fentanyl patches by another physician. On (B)(6) 2015, the patient stated that his pump had not been filled since (B)(6) 2013, but it was not alarming or empty. The pump was interrogated at a doctor's office and he found out that it was due to be filled in mid-july. The patient had an unrelated surgery scheduled for (B)(6) 2015 and he was concerned about getting the pump filled. The device system was delivering morphine. On (B)(6) 2015 information was received from the healthcare provider that they had treated that patient for the past 2 years and the patient had abandoned his care with them since (B)(6) 2013. The patient was getting his pain medication from other physicians. Information was received from a consumer. It was reported that the pump was alarming or beeping. The patient was trying to contact the hcp, but could not get through. The patient was "trapped in a rehab facility and can't leave." The patient again stated he wanted someone to come turn the pump off. The patient was redirected to the hcp. There were no reported symptoms. The event date was noted as (B)(6) 2015. Additional information was received from a consumer. The patient was not receiving help to get someone to turn the pump off. The patient called the hcp several times and could not receive help. Another hcp told the patient that the managing hcp had to service the pump and that he would not be able to turn it off. The last time the pump was filled was 2 years ago and the hcp told the patient that they would use an agency that would come to the patient's home. The patient tried coordinating with the agency but the hcp would not return the agency's phone calls. The patient was currently in a rehabilitation facility without a knee and listening to the alarm go off every 20 minutes. The patient was worrying that the pump was going to overheat.